Manufacturer narrative:
Problem code 2906 captures the reportable event of clip would not deploy. Investigation results: a visual examination of the complaint device found that the clip assembly was not returned with the device. The yoke was still attached to the control wire, indicating that the first activation of the device was performed. A kink was noticed at the middle section of the catheter. This failure showed that the adverse event occurred during the procedure and the device had no influence on the event. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was placed; however, the clip could not deploy. Reportedly, the clip was difficult to advance down the scope and then once inside the patient, was difficult to open. The clip, still attached to the catheter, was then removed from the scope and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was placed; however, the clip could not deploy. Reportedly, the clip was difficult to advance down the scope and then once inside the patient, was difficult to open. The clip, still attached to the catheter, was then removed from the scope and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.